Manufacturer narrative:
On (B)(6) 2014: the event swelling is assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(6) 2014, from a physician as part of a medical enquiry and concerned a female patient. The patient's medical history and concomitant medications were not reported. On an unspecified date, approximately 2 years prior to this report, the patient was injected with restylane (cross-linked hyaluronic acid dermal filler) or juvederm (hyaluronic acid) for unknown treatment. The batch number used was not reported. On an unspecified date, the patient experienced puffiness on her lower eyelid. The outcome of the event was unknown. The reporter did not provide a causality assessment. The reporting physician enquired about the use of vitrase in this patient who was injected with restylane or juvederm approximately 2 years ago. For reference purposes only, this case has also been assigned the following tracking number: (B)(4) (mescome solutions on behalf of (B)(4)). No further information was provided.